Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection and hospitalization. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site (abdomen) while wearing the device. The patient reports having purulent discharge at the pod infusion site. The patients reported blood glucose level had rose to 400 mg/dl. The patient removed the pod and applied a pod at another infusion site prior to going to their doctor. Once at the doctors office the patient was treated with a shot of rocephin. The patient was prescribed clindamycin. The patients doctor had them go to the hospital after this appointment. Once at the hospital the patient was diagnosed with an abscess. The patient had the infusion site lanced and drained. The patient had a wound vacuum device applied to the infusion site. The patient was treated with intravenous cefepime and linezolid. The patient was prescribed cefalexin (1000 mg) to be taken for 7 days. The patient was discharged from the hospital after 3 days. After the patients hospitalization the patient followed up with wound care. At would care the patients wound vacuum device was removed. The patients would was packed with colloidal silver. The patients would culture came back as methicillin sensitive staphylococcus aureus.